Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The reporter¿s phone number was not provided. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device ran in an unexpected direction/mode, and had cosmetic and component damage. It was noted that the device had a faulty control unit. It was further determined that the device failed pretest for check power with power test bench, check forward/reverse mode function, check for unintended motion, and general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the battery reamer/drill device kept running. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Correction: h6: it was inadvertently reported in the previous medwatch report that the reported condition was confirmed. Upon further investigation of the device evaluation, it was determined that the reported condition was not confirmed. Therefore, an assignable root cause was not determined. It was further determined that the device did not fail pretest for check forward/reverse mode function and check for unintended motion. And the device did not run in an unexpected direction/mode. However, during evaluation, it was determined that the electrical control unit was damaged and would not run. It was further observed that the device had a faulty control unit, and a cosmetic and component damage. It was determined that the device failed pretest for check power with power test bench, check function of device and general condition. The assignable root cause was determined to be due to component failure from normal wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.